Manufacturer narrative:
Available information indicates the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this right atrial (ra) lead, a cardiac perforation occurred. No additional adverse patient effects were reported.